Manufacturer narrative:
Additional information d4, h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported failed downstream occlusion test which was reproduced through troubleshooting the device. Visual inspection was determined to be force sensor was out of specification, downstream tubing guide foam damaged. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed the downstream occlusion test. The problem was found during biomed testing at the biomedical service department. There was no patient involvement. No additional information is available.